Manufacturer narrative:
MFR report # 3003721894-2018-00410 associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
She ends up choking on it [choking] when she tries to remove her dentures and the product gets to her throat [accidental exposure to product]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant) and accidental exposure to product. The patient was treated with hydrogen peroxide (peroxide). The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the choking and accidental exposure to product were unknown. The reporter considered the choking to be related to super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental exposure to product to be related to super poligrip original (zinc free formula). Additional information: adverse event information was received via call on 09 november 2018. Consumer's husband reported that, "my wife was trying to remove her dentures and she ends up choking on it." Consumer's wife had rinsed her mouth with peroxide.